Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now and that batteries went from lasting at least 3 days to only 12 hours. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. The customer stated that this was the second occurrence of the alarm. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Unexpected battery power loss and replace battery now alarms due to connector resistance issue on the electrical board.